Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the haptic bent and clear surgical residue/debris on the lens. Dimensional inspection found the lens within specifications. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.0/087 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the haptic bent and clear surgical residue/debris on the lens. Dimensional inspection found the lens within specifications. Claim# (B)(4).